Event description:
Home pt (hp) reports 2 incidents of cracked minicaps. Hp noted cracks during use when betadine leaked onto clothing. Hp reports crack on side of minicap, closer to the open end. No pt injury or medical intervention reported.